Manufacturer narrative:
Plastic around the usb-port of the charger is melted. No indications of flame. Returned usb cable and power adapter are functioning, no sign of scorch marks and melted material. Unlikely that the returned usb cable is the cable used during the occurence of event because the usb cable does not show signs of melting. Xray analysis shows abnormal bending of a 5v pin within the usb c receptacle causing an overlap of pins. Contacts of both hearing aids (left & right) and charger look dirty. It is suspected that the returned usb cable may not be the actual cable used during charging, which might have caused mechanical stress onto the pins of the usb receptacle, potentially leading to overheating and melting of the charger housing. This case is being re-submitted electronically as part of a CAPA. The initial report was sent as a hard copy by mail in 2022. As part of the CAPA we have determined that all paper submissions shall be re-submitted electronically to FDA.

Event description:
Usb-port connection at the charger melted. No injury was reported. The charger, usb cable, power adaptor and both hearing aids were returned for investigation. Scorch mark was observed at the usb connector with missing pins. Investigation suspect that a different cable was used than the one provided with the device. The excessive force of the missed match cable into the charger connector deformed the pins, thus short circuiting and damaging the charger.